Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient disconnected the ilet for a walk and forgot to reconnect before a subsequent meal announcement, resulting in elevated blood glucose; the patient also reported intermittent touch-screen selection issues after unlocking the device, and was guided through a firmware update. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included remote troubleshooting, user education on reconnecting the device and proper meal announcement use, and a firmware update to address screen responsiveness. Investigation of this case revealed user-related use error due to device not being connected at the time of the meal announcement and intermittent touchscreen responsiveness that was addressed through software update and guidance. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device reconnection, with contributory software interaction resolved by firmware update.